Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: a promus premier ous mr 24 x 2.75mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent strut row was damaged and pulled distally. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 23x2.75mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilation of a 1.5x8mm and 2x12mm non-bsc balloon catheters, a 24 x 2.75mm promus premier stent was advanced but failed to cross the lesion despite multiple attempts due to tortuosity and calcification. The procedure was completed with a different device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.